Manufacturer narrative:
Correction aware date from july 09 , 2020 to july 07, 2020. H10: the actual device was not available; however, a companion sample was received for evaluation. The other three (3) representative samples were not received and therefore could not be evaluated. Unaided visual inspection was done and no defect could be identified. A functional leak test was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause could not determined, however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port tubing during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.